Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735225r, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the site moved the system on their own without notice or request to transfer the system. During the site's activity, the computer apparently broke down and was not working.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m728894b006, serial/lot: unknown. H3, h6) the system was serviced in the field. In summary, the computer crashes while working. All components inside the computer were seated well and the computer was clean from dust, however, there was a malfunction in the computer. Codes b01, c07, c13, and d02 are applicable. H6) multiple annex a codes were applied to capture this event. A0719 captures the shutdown, a0902 captures the blinking screen, and a1102 captures the lines of white script on a black background. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system shut down. There was no patient involvement. Additional information was received. From videos provided, the appeared the system had lines of white script running on a black background. There was a blinking screen as well.